Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the united states indicating that the device had "collar damage will not secure cutter." It is known that the device was used in surgery and that there was no injury. No surgical intervention was needed, however, it is not known if other medical intervention occurred. There was no add'l info provided.